Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set kinked cannula on (B)(6) 2026 which leads to high blood glucose levels upto 640 mg/dl. The patient noticed symptoms within three hours of insertion. The site¿s location was abdomen. The patient went to emergency department and subsequently hospitalized due to high blood glucose levels. The patient got treated with intravenous fluids of saline and insulin. The patient was not released from the hospital at the time of reporting. The patient replaced infusion set and resumed insulin deliveries successfully.